Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: it was later reported that the peritoneal catheter was a red/orange antibacterial coated catheter, but that the identity or manufacture of the catheter was not known. It is unlikely that the peritoneal catheter was a medtronic neurosurgery product as medtronic neurosurgery does not have licensure to distribute antibiotic coated catheters in (B)(4) and therefore does not sell antibiotic coated catheters in that country. (B)(4).

Event description:
The reviewed literature article contained a case report of a patient with prominent swelling of the surgical site 21 days after the implantation of their vp shunt. According to the article, the peritoneal catheter component of the implanted shunt had migrated and coiled completely into the subgaleal space. The article states that the shunt was therefore revised and replaced with an evd. According to the article, the shunt was re-inserted 1 week after the evd was placed, and that no further problems were noted during regular follow-ups at the outpatient office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.